Manufacturer narrative:
Patient information provided.

Manufacturer narrative:
Patient ID, weight and age were not provided. A picture of the tracer pattern was provided and analyzed. The rep reported the exam used was to navigation protocol, with 1 mm slice thickness, axial slices, and a square fov (field of view). Per software investigation, the tracer pattern is not optimal for an accurate registration. Software is functioning as designed. Suggestions for improving future tracing patterns was conveyed back to the rep/site. It was recommended that doctor use a lighter touch when tracing, and that he trace up onto the forehead and back above to the ears near the temples to improve accuracy in the lateral and posterior directions. The medtronic representative performed a system checkout using a model head. He was not able to replicate any inaccuracies during his check out, but he did say he felt the emitter volume was not as large as it should be. He felt the volume was around 25-30 cm as opposed to the 40-60 cm outlined in the user manual. Possible causes of emitter volume reduction were explained. The rep also said he will look into ordering the new nipt (non-invasive patient tracker) instead of the head frame trackers to allow for more room to trace on the forehead and over the ears. The instructions for use (IFU) that accompanies the device provides guidance and recommended pattern for tracer registration.

Event description:
A site reported using the fusion system in fess and skull base surgeries for the past 2 years, but lately they have been alleging navigation is inaccurate especially when navigating to the lateral maxillary sinuses or to the sphenoid sinuses. In other words, as they navigate the instruments from medial to lateral or from front to back, the accuracy degrades and the drift is reaching up to 5mm. The doctors mainly use the fusion for pituitary cases and this is when they are experiencing the inaccuracy. The inaccuracy is said to occur with multiple different instruments of the basic set and not just with a specific instrument. The medtronic clinical specialist reported that during patient registration they trace all the way to behind the ears and include all of the nose and forehead. Registration accuracy is checked and it is perfectly accurate at the tip of the nose. No harm to the patient occurred.